Event description:
Patient reported that the suspect deevice generated a result of 192 mg/dl, without having first applied blood or control solution to the test strips. Pt did not self-treat based on this value. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.